Manufacturer narrative:
On 04/01/2015 no phone number provided for customer. Sent customer a contact request via email - waiting for response.

Event description:
On (B)(6) 2015 customer claims her brush head "flew" off and hit her tooth. Customer claims it chipped her tooth.